Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire was also inspected under the microscope, and the distal end of the proximal coil was fractured from the core wire. The broken condition of the delivery wire suggests that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break. Therefore, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the failure reported. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9599746. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 9599746) was impeded in the middle section of the associated microcatheter and could not be advanced further. The physician retracted only the stent and replaced it with a new stent to complete the procedure using the original microcatheter. There was no negative impact to the patient. On 06-jan-2026, additional information was received. Per the information, the procedure was targeting an aneurysm on the left ophthalmic artery with tortuous blood vessel with a diameter of 3.5mm. The associated microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). No other devices were used in the associated microcatheter prior to or after the reported resistance. Continuous flush was maintained through the microcatheter. The device did not appear damaged. The tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. The information confirmed there was no clinically significant delay in the procedure due to the reported issue. The complaint device was returned for evaluation and analysis. The product investigation completed on 05-mar-2026. Based on the completed product investigation, this event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿